Manufacturer narrative:
A2: age at time of event: under 18 years old. Visual inspection of the catheter showed there was foreign matter present in the distal tip, over the tip electrode and ring #1. The foreign matter was removed, and the distal section of the catheter appeared intact. X-ray examination revealed no anomalies; all of the internal wires and the steering mechanism were correctly in place. The catheter condition and the material of the catheter were intact and in good condition and no issues were detected after removal of the foreign matter; therefore, it is possible that the foreign matter found in the distal tip of the device was tissue from the anatomy location of the patient that remained in the catheter as a result of the procedure. The reported complaint was not confirmed through device analysis. The investigation conclusion is: no problem detected. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Furthermore, the review of the manufacturing records did not identify any failure of the product to meet its material, assembly, or performance specifications.

Event description:
It was reported that a wire on the catheter was exposed. During an ablation procedure for right atrial flutter, the physician observed that there was an exposed wire behind the second electrode of the polaris x catheter. It appeared that the covering had disconnected. The catheter had been in the patient's right atrium. It was exchanged for another catheter of the same model and the procedure was successfully completed. There were no patient complications.

Manufacturer narrative:
Age at time of event: under 18 years old.

Event description:
It was reported that a wire on the catheter was exposed. During an ablation procedure for right atrial flutter, the physician observed that there was an exposed wire behind the second electrode of the polaris x catheter. It appeared that the covering had disconnected. The catheter had been in the patient's right atrium. It was exchanged for another catheter of the same model and the procedure was successfully completed. There were no patient complications.